Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2006. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.